Event description:
The customer called to report high blood glucose levels and a motor error alarm. The reported blood glucose reading was 450 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. The insulin pump was programmed correctly. The insulin pump passed the displacement test.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery tests due to the prime anomaly. The insulin pump had a missing end cap sticker.